Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the continuous glucose monitor graph was missing from the pump display. Customer¿s blood glucose level was not impacted. Reportedly, the pump was reset and the issue was resolved. Customer continued to use the pump for insulin therapy.